Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. Insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there were some cracks on insulin pump, one on the battery chamber and the other on top reservoir lip ring and also the buttons are hard to press. Troubleshooting was performed for damage and noticed the reservoir locks in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.